Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their stimulator did not seem to hold a charge. The charge they can get can last maybe 8 days. Patient saw their managing physician last week and they said the settings were not high however patient mentioned their amplitude is around 3.2 or 3.1. Patient reported they used to have to charge every 2 weeks and now it was getting more frequent. Last night they charged to 100% at 12: 30 and this morning it was at 90%. This afternoon it will be at 80% and it just keeps going down. Reviewed general charging frequency expectations and reviewed option to request a device check if patient was concerned that charging frequency was getting worse. Patient stated they thought that the doctor was wanting to have a rep check the device and patient intends to follow up with them.